Manufacturer narrative:
Corrected information d10: date returned to MFR (from (B)(6)2019 to (B)(6)2019 ). Additional information was added to h3, h4 and h6. H10: the actual sample was evaluated. A visual inspection was performed which observed that the tubing was broken and damage was observed in the seal of the blister package. The reported condition was verified. The cause of the condition was determined to be due to an issue at the sealing station during the automated manufacturing process. Functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp microbore catheter extension set "looked to be cut in half". It was further reported that there was no damaged to the outside packaging. This was identified when the package was opened, prior to patient use. There was no patient involvement. No additional information is available.